Event description:
It was reported that this right ventricular (rv) lead pace impedance measured greater than 3000 ohms and there was no capture in bipolar and unipolar pacing configuration. A lead fracture is suspected. Additional information was received indicating that this patient has valve issues and thus product removal is difficult. The lead was severed and part of the lead with the pacemaker was removed. A new system was implanted on the right side of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection found environmental stress cracking (esc) through the polyurethane insulation near the distal end of the terminal boot. This type of damage is a design issue. The conductor fracture, pacing impedance high out of range and failure to capture allegations were not confirmed based on normal lead resistance measurements that showed no conductor issues on the segment of lead returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead pace impedance measured greater than 3000 ohms and there was no capture in bipolar and unipolar pacing configuration. It was thought that the lead broke. There were no patient symptoms reported. Additional information was received indicating that this patient has valve issues and thus product removal is not an option. The whole system was thus abandoned and turned off; and a new system was implanted on the right side of the patient. This report will be updated, should additional information be received.